Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The device was determined to not meet all product specifications related to the reported internal damage of a keypad button. Evaluation verified the customer reported problem when preforming the keypad test per spectrum service manual. The bottom 2 rows of the keypad did not function and when any soft key is pressed the #2 key has an output. The cause was determined to be a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a keypad button with internal damage. There was no patient involvement associated with this event. No additional information is available.